Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. The device inspection revealed the following: the product was received with intact packaging. The shrink foil was wrapped properly, and it looks like that the box was not opened. A hair under the overwrap foil outside the box was seen without opening the box in packed condition which confirms the reported event. Based on investigation, the root cause was attributed to be a manufacturing related issue as the package was having the hair under the overwrap shrink foil due to deficiency in one of the manufacturing processes. A former event had already triggered an nc for the current occurrence which resulted in some actions (CAPA). In the implemented CAPA, multiple actions were taken and deemed as effective. The reported device in current occurrence was manufactured prior to the actions taken. If more information is provided, the case will be reassessed.

Event description:
As reported: "in stryker cdc venlo during inbound processing, it was reported that there is a hair on the product underneath the foil."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "in stryker cdc venlo during inbound processing, it was reported that there is a hair on the product underneath the foil."